Event description:
Devilbiss healthcare is the manufacturer of the device which is a portable oxygen concentrator. We are awaiting return of the device for evaluation we are filing this report in an overabundance of caution to be timely. A follow-up submission will be filed when additional data becomes available. While in normal use the device made a noise and began emitting a burning smell. The user's wife woke him up. There was no patient consequence. The device is out of warranty on july 6, 2021.